Event description:
A report was received that the patient's ipg was mildly painful to palpation and non-functional. The patient will undergo a revision procedure wherein the ipg will be replaced and two leads will be added.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference.

Event description:
A report was received that the patient's ipg was mildly painful to palpation and non-functional. The patient will undergo a revision procedure wherein the ipg will be replaced and two leads will be added.

Manufacturer narrative:
Additional information was received that the patient was previously implanted with advanced neuromodulation system competitor¿s device.

Event description:
A report was received that the patient's ipg was mildly painful to palpation and non-functional. The patient will undergo a revision procedure wherein the ipg will be replaced and two leads will be added.